Event description:
It was reported that the patient had a pain pump and, although the patient still had pain, the pump had changed her life. The patient was going to inquire with their healthcare provider (hcp) about the personal therapy manager (ptm). Ten days later, it was reported that a motor stall error message was seen. It was indicated that the device was explanted and the patient recovered without sequela. The device system was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8709, lot # j10813r33, implanted: (B)(6) 2002, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.